Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and found it to be operating properly. The table was tested, confirmed to be operating according to specification, and returned to service. Additionally, the technician discovered that the floor under the table was wet and did not allow the floor locks to engage properly, subsequently causing the reported event. The 5095 surgical table operator manual states, "1. Always check patient stability when patient is positioned. 2. Do not place patient on this surgical table unless floor locks are engaged. 3. Use extreme care when transferring patients to or from table." The 5095 surgical table subject of the reported event is not under steris service contract for maintenance activities; the user facility is responsible for all maintenance activities. While onsite the technician counseled user facility personnel on cleaning of the table's floor locks and ensuring the floor is dry prior to locking the table. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 5095 surgical table began to slide without being commanded to do so. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
Contrary to the initial report, there was no patient involvement as the event did not occur during a patient procedure.